Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 6/02/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 360mm, standard nail per the sign technique manual. "Non union of segmental femoral fracture. Non union site was filled with abundant fibrous tissue & marrow was filled with fibromembranous tissue. The surgeons exchanged the larger nail ,added with augmentative plate on lateral wall of non union site,refilled the bone tissue collecting during the refashioning of fracture ends ( no performing the bone graft procedure ),no irrigation after end of procedure. Plate was bent to match with bone contour femoral wall."